Event description:
The patient reported a sudden loss of stimulation/therapy as of (B)(6) 2017. It was stated that as of date notified the patient had a return of bad tremors which came back after their last adjustment where the healthcare professional (hcp) activated the pulse width and provided with advanced settings so they could make adjustments if needed. The hcp instructed the patient to adjust pulse width on their own if needed, and assistance was requested in adjusting pulse width. The implantable neurostimulator (ins) was checked with the patient programmer (pp) which showed stimulation as on with the and the patient able to change stimulation settings. The patient then attempted to decrease pulse width but could not go any further due to a lower limit screen that was reached. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.